Manufacturer narrative:
The user facility stated an employee was cleaning the operating room at the time of the event. No procedures were affected as a result. The employee sought and received medical treatment, and returned to work. A steris service technician arrived on-site, inspected the unit, and identified the pivot point connection required adjustment. The technician adjusted the pivot point connection, tested the unit, and confirmed it to be operating properly. The connectpoint was installed at the user facility in 2011. No additional issues have been reported.

Event description:
The user facility reported their harmony connectpoint drifted down and struck an employee.